Manufacturer narrative:
D9: date returned to mfg.: 11/27/2024. One device was received for evaluation. Functional testing was able to duplicate the reported problem. It was determined that the downstream occlusion (dso) sensor was the root cause. The dso sensor was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the cartridge will not move forward. No patient involvement.

Manufacturer narrative:
B3: month and year are known, day is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.